Event description:
(B)(4). Same patient as MDR ID#: 2134265-2013-02902. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction and jailing of the diagonal branch. In (B)(6) 2012, the patient presented due to unstable angina (braunwald classification: iiib) and was diagnosed with non q-wave myocardial infarction. The patient was referred for cardiac catheterization. The de novo target lesion was located in the mid left anterior descending artery (mid lad) with 73% stenosis and was 6mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.00x12mm ion stent with 0% residual stenosis. During the index procedure, post angiography intravascular ultrasound (ivus) of the mid lad was performed using an icross imaging catheter and a fl3.7 guide catheter. After that the patient had a severe spasm due to the use of the guide catheter and was administered with ic nitroglycerin. The patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented to the emergency room with sub sternal chest heaviness, recurrent chest pain and tingling sensation in both arms. The patient was hospitalized. The patient's troponin values were elevated. ECG performed indicated a non q wave myocardial infarction. No ischemic symptoms were observed. 90% stenosis was noted in the 1st diagonal branch which was caused by the jailing of the ostium of the diagonal branch with the study stent placed in the mid lad. This was treated with balloon angioplasty and cutting balloon with 0% residual stenosis. The event was considered resolved without residual effects. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).